Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the "right cheek" and in the "left side of the cheek and jowl region". Four days later, there was a discoloration of the area and the patient was treated with hylase and aspirin. The patient also began an antibiotic course with ciprofloxacin and clarithromycin. The next day the patient received additional hylase and hyperbaric chamber treatment. Two additional hyperbaric chamber treatments were performed the next day and another 2 sessions on the following day after that. Healthcare professional believes there is potential for an ischaemia in the infra orbital region. The patient was then referenced to two other healthcare professional specialists for further follow-up. The specialists feel that the situation is "unlikely related to a vascular event such as an intra arterial or compressive vascular complication related to the filler", but more of a erysipelas type of infection" due to the "redness" that began in the nasal area and slowly spread. Patient has "very poor" immunity since the patient ended up with renal failure from antibiotics from a previous procedure. Patient will heal.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "redness, erysipelas type of infection and skin discoloration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions; all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. This MDR is submitted for the second suspected product. Juvederm voluma with lidocaine (lot# vb20a30323), also a device manufactured by allergan. This is the same event and the same patient reported under MDR ID#3005113652-2014-00440 (B)(4).